Manufacturer narrative:
An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a defective therapy capacitor. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy capacitor. The reported problem was confirmed. The device was operational after replacement of therapy capacitor was completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
Philips received a complaint that the device gives error log: hv capacitor energy low error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.